Manufacturer narrative:
Asr revision. Hip(s) to be revised: right. Type of hip replacement product: asr xl acetabular system. Reason(s) for revision: pain and alval soft tissue reaction. Update: 3 nov 2017: email notification received. Updated complainant address. This complaint was updated on nov 9, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision. Hip(s) to be revised: right. Type of hip replacement product: asr xl acetabular system. Reason(s) for revision: pain and alval soft tissue reaction.

Manufacturer narrative:
Additional narrative: the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.